Manufacturer narrative:
Correction: added h6 (ime). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively of an ileorectal side-to-side anastomosis with a transverse staple line using the powered stapler, at the transverse staple line, a staple line leak occurred, specifically at the point where the stapler crossed an existing staple line to complete the closure. The patient experienced a staple line bleed. The patient required readmittance to the hospital and a return to theatre for reoperation. The issue was addressed by resecting and re-stapling the affected area.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.